Event description:
Customer reported that the pcu malfunctioned while 3 modules were in use delivering tpn/lipids and platelets. The pcu shutdown resulted in all 3 modules turning off. The pumps were immediately removed from use and no harm came to the patient. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. The customer's alleged failing of the returned alaris infusion system was confirmed via long analysis. The logs indicated the system experienced a communication error failure between the pcu and attached modules on (B)(4) 2014 at approximately 12:28 pm. The pcu had alarmed with channels disconnected as a result of the communication error and recorded that all four attached modules were removed. The logs indicate that the modules were being seen re-attached, removed and re-attached within a very short time period after the initial channels removed event. Visual inspection noted the left iui connector on the pump module to have the most presence of contamination and corrosion within the contact area of the pins. The back side of the iui connector also had contamination on the pins. It appeared the fluid contamination found on the back side of the iui connector was the result of cleaning activities performed. The right iui on the pcu had an observed film contaminate on the pins. The returned infusion system had no recurrence of a channels disconnected/communication error event during any of the testing performed. The proximate cause for the customer's reported experience is contaminated and corroded pins on the left iui connector of the lvp module. The root cause for the presence of contamination and corrosion on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.